Event description:
Medtronic received information that a ped pipeline failed to deploy. The surgeon performed dense mesh stent implantation. When deploying the stent ped-450-16, it was found that the tip could not be opened. After repeated adjusted, the effect of its opening was still unsatisfactory, but the stent could not be retrieved at this time, so completely deployed it for post-processing. The tip of the stent was barely opened, but at this time the stent could not completely cover the aneurysm neck, so the stent ped-450-20 was deployed again. The stent was successfully opened, covering the tumor neck, and the surgery was finished. Therefore, complained that ped-450-16 stent couldn't be opened. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the c6 location. The max diameter was 2mm and the neck diameter was 1mm. The distal landing zone was 4mm and the proximal landing zone was 4.5mm. Vessel tortuosity was normal. Dual antiplatelet treatment was administered. Pru level was normal. Angiographic result post procedure was the tip of the stent was not fully opened. No patient symptoms or completion were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: two pipeline flex pushers and one marksman micro catheter were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. It is not possible to determine which pusher belongs to which pli and will therefore be analyzed together. Visual inspection/damage location details: (pipeline flex 1) . No damages were found with the pipeline flex proximal pusher. The hypotube was intact and unstretched and ptfe shrink tubing pulled back. No damages were found with the resheathing pad, re-sheathing marker or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found undamaged. The already deployed braid was not returned for analysis. (Pipeline flex 2 and marksman micro catheter) no flash or voids molded were found within the catheter hub. No damages or anomalies were found with the hub. The marksman micro catheter body was found accordioned at ~27.1cm from the distal end. No damages or irregularities were found with the distal tip or marker band. The pipeline flex pusher was found extending out the hub. The pusher could not be removed from the marksman as it was found stuck, and the micro catheter was cut to remove the pusher. A large amount of dried blood was found within the micro catheter and on the pipeline flex pusher. No damages were found with the pipeline flex proximal pusher. The hypotube was intact and unstretched and ptfe shrink tubing undamaged. The distal delivery wire was separated from the pusher during retraction. The resheathing pad, re-sheathing marker and proximal bumper were separated from the distal wire during the extraction. The distal and proximal dps restraints were found to be intact. The dps sleeves were damaged during extraction. The tip coil was found undamaged. The already deployed braid was not returned for analysis. Testing/analysis: the micro catheter was flushed with water and water did not exit the catheter tip. The marksman micro catheter total length was measured to be ~159.6cm and the usable length was measured to be ~151.6cm, which is within specification (specification: total = 157cm ± 3cm usable = 150cm ± 3cm). The inner diameter was measured to be 0.027¿ at the proximal end, which is within specification and compatible for use with the pipeline flex. The distal inner diameter could not be measured as it was damaged to extract the pipeline flex pusher. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed for either of the returned pipeline flex devices as the braids were not returned. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. Customer reported pipeline was not placed in vessel bend, and devices were prepared per IFU. Customer report of ¿resistance during retrieval¿ was confirmed as resistance was found with the returned pipeline flex within the distal segment of the marksman catheter. The cause of the resistance during analysis was found to be the large amount of dried blood found in the distal micro catheter, however, it is unclear if the blood had coagulated during the procedure or after. Other possible causes of resistance are patient vessel tortuosity, braid damage, pushwire damage, catheter damage or user does not maintain continuous flush. The micro catheter was found accordioned, likely caused from retraction against the reported resistance. There was no non-conformance to specifications found that would contribute towards the failures. As the braids used in the event was not returned for analysis, any contribution of the braids towards the incomplete open and resistance during retrieval could not be determined. H6. Coding updated based on the analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A2. Patient weight received and updated (60kg) correction: this event is reported for a reportable device malfunction. There was no patient injury. Previous coding was correct. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the distal portion of the pipeline failed to open, and the pipeline had not been placed in a vessel bend at the time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.